Event description:
A surgeon reported bilateral central island and blurry vision, noted on topography at one month post-op of photo refractive keratectomy. The surgeon stated concern that the plume evacuator might not be working. This report will address the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).